Event description:
Healthcare professional reported "ruptured", "breast fluid collection" and "capsule with calcified mass". Capsulotomy, capsulorrhaphy and partial capsulectomy was performed. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3, b6, b7, d1, d4, g4.

Event description:
Healthcare professional reported "ruptured", "breast fluid collection" and "capsule with calcified mass". Capsulotomy, capsulorrhaphy and partial capsulectomy was performed. This record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.